Event description:
It was reported that the lead was replaced on (B)(6) 2010. The patient had an infection and on (B)(6) 2010, the patient was seen in the clinic and both leads, extensions and the implantable pulse generator were removed because of the infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).